Manufacturer narrative:
During troubleshoot, the fse was able to obtain an image from the monitor from component input by correcting the incorrect cabling. The fse found the defective video cable from the cv-190 to md reports computer. It was recommended that the customer move md reports to closer proximity of the cv-190. The customer will order a 50ft serial digital interface (sdi) cable which needs to run through the ceiling to connect to the MDR reports computer. The fse reviewed with customer the signal inputs and backup signals for the cv-190. The equipment has been repaired and verified according to original equipment manufacturer instructions.

Event description:
The olympus field service engineer (fse) was informed by the doctor at the user facility that ¿no images display on the samsung monitor from this evis exera iii video system center`. The issue was found during an unspecified event. No death, injury or harm was reported to olympus. The fse was dispatched to the user facility for onsite troubleshoot.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with additional information about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was successfully resolved through troubleshooting. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The event occurred prior to a colonoscopy procedure. There was no patient involvement.